Event description:
It was reported that the insulin gauge was inaccurate. Customer declined further troubleshooting with tandem technical support, and further information was unable to be obtained. Customer¿s blood glucose level was 92 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.